Manufacturer narrative:
The insulin pump was received with normal operating currents. Also, the insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to after letting go of the act button. Customer's blood glucose was 316 mg/dl. Customer was advised that insulin pump would need to be replaced.